Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent auto-off alarms on (B)(6) 2020. The customer confirmed that there had been no interaction with the pump for 2 days, causing the customer to experience a blood glucose (bg) level of 798 mg/dl and diabetic ketoacidosis. The customer attempted to treat the high bg by delivering a correction bolus via manual injection. Customer ultimately went to the emergency room on (B)(6) 2020 and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue being resolved and no permanent damage. Tandem technical support educated customer on reason for alarm. Customer adjusted the auto-off safety feature to address the issue.